Event description:
It was reported that the transducers are causing increased transducer protector (tmp) issues and increased venous line filling, even during priming. Additional information requested but to date has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.